Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking from the seam in the filter. Mmdg did follow up with the initial reporter, who stated that no adverse effects to the patient were reported. (B)(4).